Event description:
It was reported that a boston scientific device was implanted on an unknown date. According to the complainant, as a result of the implant, the patient experienced infection, pelvic pain, corrective surgical procedure, incontinence and disfigurement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.